Manufacturer narrative:
Return requested. Replacement double process short clamp shipped to site 06/16/2016. Medtronic investigation of returned suspect clamp finds that the weld on the screw and captive washer broke. Failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 06/20/2016 a medtronic representative, following-up at the site, reported the washers fell off on mayo stand when the surgeon was learning how the clamp worked. No risk to the patient - no washers ever fell into the patient.

Event description:
A medtronic representative reported that, while in spine procedure, it was noted that the site's double process short clamp was broken. No further details regarding the damage, or how it occurred, were provided. A single process short clamp was brought in to be used to continue the surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 2 minutes. There was no impact on patient outcome.